Manufacturer narrative:
During inspection and testing of the returned device, the reported display issues were confirmed and found to be due to a defective printed circuit board. The reported e228 error code was not confirmed or duplicated; however, the error code was possibly caused by dust on the receptacle unit. Both printed circuit boards were corroded (cp board and dx board). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible the e228 error code was caused by corrosion and a defect on the cp printed circuit board. It is possible the image issues were caused by corrosion and a defect on the dx printed circuit board. However, the root cause of the corrosion and printed circuit board failures could not be determined. In addition, service found rust on the rear panel. Several device components demonstrated scratches due to wear, and the scope connector was deformed. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
A technician at the user facility reported that during routine inspection of the subject device, when the device was turned on, the device display would not work properly. The image would sometimes go black, sometimes the image would flicker, and an e228 error code [scope ID data error] would display. There was no patient involvement. An olympus field service engineer inspected the device and confirmed the reported issues. The device was then returned to an olympus service center for further evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d9, h6, and h10. According to the instruction manual, section 10.2 "troubleshooting guide" states: ¿code: e228. Error message: scope ID data error. Possible cause: the endoscope has broken down. Solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.